Manufacturer narrative:
Device evaluated, visual inspection performed and no physical damage found. Upon inspection, downstream occlusion sensor appears to be undamaged and there is no evidence of fluid ingression. The reported issue was not duplicated. The device is giving the normal disposable removed alarm without disposable installed, and is quiet when installed. Replaced dso as a preventative measure. With no indication of a manufacturing defect found during evaluation, no device history review was performed. A review of service history found the device had not previously been in for service.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that there was a double beep with cassette during testing. There was no patient injury.